Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter read inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccurate high began on (B)(6) 2014, at 2:00 pm. The patient stated that she obtained a reading of "543 mg/dl" on the subject meter compared with a reading of "128 mg/dl" obtained from another meter, both readings taken within 30 minutes of each other. She also obtained an alleged inaccurate high reading of approximately "550 mg/dl" from the subject meter on (B)(6) 2014 at 9:00 pm. The patient manages her diabetes with lantus insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed that 4 hours after the first alleged inaccurate high reading, she became unconscious and required ems to attend as she could not be woken up; however, she denied having received any treatment. The patient stated that ems attended again on (B)(6) 2014 at 9:00 pm due to her becoming unconscious again. On this occasion, she was admitted to hospital for 2 days. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the test strips had not expired or been open for longer than the discard date, the test strips were not identified as counterfeit and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have suffered from loss of consciousness after the alleged inaccurate high issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.